Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 444 mg/dl. Customer also experiences blood glucose level such as 316 mg/dl, 490 mg/dl. Customer also experiences low blood glucose level of 58 mg/dl, customer was treated with crackers. The customer was treated with manual injections for high blood glucose. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.